Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, low pacing impedance and noise resulting in oversensing and episodes of automatic mode switching were noted on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Further information received indicated the noise was reproduced during an unrelated procedure. The physician suspected lead damage to be the cause of the event. The patient was in stable condition following the procedure and the physician elected to perform no further action to resolve the event.